Event description:
The customer alleged no audio alarm. The nellcor puritan-bennett customer support engineer inspected the device, found the alarm intermittent when switch was rocked and replaced the power switch and audio alarm. The unit passed extended self testing.it is not verified that no audio alarm, and no malfunction may have occurred.this report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this project.